Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence. Tandem technical support informed customer that overfilling the cartridge with over 300 units is off label per the tandem user guide. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 300 units of insulin. The customer re-loaded the cartridge to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.